Manufacturer narrative:
The pump passed displacement test, self-test, off no power test, unexpected restart error test, rewind and basic occlusion test. There was no motor error alarm noted during testing. The pump was unable to prime during prime test due to moisture damage on the force sensor resistor. The motor was tested outside of the device and passed. The occlusion test and excessive no delivery test were unable to be performed due to prime fill anomaly. All operating currents are within specification. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked case at reservoir tube window corner.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump alarmed for motor error. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was reported to be conducted. It was reported that the pump would have to be replaced and returned for analysis.